Event description:
It was reported that after the initial interrogation report printed, the screen on the programmer went dark. It was further reported that the programmer eventually successfully rebooted to find patient screen. It was also reported the programmer had been sent back several times and was still having errors. The programmer was sent back for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not reproduce the error, however a different error was found in the error log.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report.